Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side change in shape and feel, and deflation. Device has been explanted.

Event description:
Healthcare professional reported left side change in shape and feel, and deflation. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as surgical damage. ¿ crease/folding of implant: observed creases on device. ¿ other-technical: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.